Manufacturer narrative:
(B)(4). Site has informed the field service representative (fsr) that they have a spare machine.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler unit overheated on channel b. The device was not changed out, as they turned temperature down and continued to use. An "over-temp" error message was observed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 28-jun-2016: the perfusionist (ccp) stated she was in the process of rewarming the patient. She had the water setpoint for channel b set to 40 degrees celsius and the actual displayed water temperature was 40 degrees celsius. Even though the system indicated a water temperature in channel b of 40 degrees celsius, an "over-temp" alarm occured. This alarm is meant to indicate the water temperature exceeds 42 degrees celsius and in this case channel b water flow was disabled. Since cardioplegia (cpg) delivery had been completed and channel a was no longer needed, the ccp switched her water hoses over to channel a to complete cpb and the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) performed preventive maintenance (pm) inspection on the heater cooler unit and confirmed the "e03" error message on channel a. The fsr replaced the resistance temperature detector (rtd) and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Corrected information: per the field service representative (fsr), the reported issued occurred on "channel a" of the heater cooler unit, not channel b as originally reported.